Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. When the device was returned to mmd for investigation, it was found that the pump was out of calibration, which caused the volumetric failure. The pump was serviced to correct this issue.

Event description:
The initial reporter stated that the pump had failed volumetric testing at their facility. They stated that the pump over infused at a rate the mmd would consider reportable. Mmd did follow up with the initial reporter who stated that the complaint had occurred during testing and had no effect on a patient. [ (B)(4) ].